Event description:
The complainant indicated that subsequent to the j-tube enteral feeding device being placed in a pt during a therapeutic procedure, the tube detached from the device. The physician reported that the tube was then successfully removed with the aid of a scope and a snare. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.